Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. No anomalies identified. Cannot confirm loss of capture. Concomitant medical products: 0185 boston scientific lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited loss of capture at maximum programmable outputs. The lead remains in use. No patient complications have been reported as a result of this event.